Event description:
It was reported that, "complaint of back pain post operatively. Burn noted on mid-back believed to be 2nd degree and approx 15 x 11cm. Unsure if related to bovie setup. Not at ground pad site."